Event description:
It was reported that a hospital physician was unable to crush a pt stone during an endoscopic retrograde cholangiopancreatography procedure (e.r.c.p.). A hosp nurse manager reported that to the best of recollection, a clicking noise was heard when the rotatable knob on the reusable handle was turned.